Manufacturer narrative:
Based on the info provided, review of surgeon training didactic, certificates of conformance, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is multifactorial chronic pain not related to the ifuse implants.

Event description:
On (B)(6) 2012, the surgeon performed a bilateral si joint arthrodesis using three ifuse implants per side on the patient. There were no intra-operative or post-operative complications. X-rays on (B)(6) 2012 and (B)(6) 2013 showed good implant placement. On (B)(6) 2013, the patient contacted the si-bone nurse consultant hotline complaining of severe pain radiating from both si joints into his legs along with numbness and burning sensation in his feet and toes at times. The patient also sent a letter to the surgeon on (B)(6) 2013 detailing his complaints and requesting a ¿good disability report.¿ on (B)(6) 2013, the patient was told by his pain management physician that his right si joint had significant movement in it. He did not attempt to perform an intra-articular injection because of the implants, but did inject a few spots into the si ligaments. The injection did not improve the patient¿s si joint pain, leg pain, or toe numbness of both feet. On (B)(6) 2013, the surgeon performed a revision surgery and removed all of the ifuse implants from the pt¿s left and right side. The holes created by the removal of the implants were filled with vitoss (a synthetic bone graft substitute). No complications were encountered during the revision surgery. The patient has relayed that the bilateral leg pain has improved since the surgery. The patient also said he had an allergy to nickel and claims he sent an ifuse implant to a lab for metals testing and that they said there was nickel in the implant. The ifuse implants (including coating) do not contain nickel as per MFR¿s testing. Per dr. Reckling (si-bone vip of medical affairs), ¿the patient may have received pain medication in the post-operative period which may have affected the pt¿s perception of his underlying pain. The pt¿s activity level was also most likely diminished in the early post-operative period and this diminished activity may have led the patient to perceive a lower level of pain. Irrespective of these associated factors, the patient had complete return of his pain by a period of one month after the index surgery. The patient states in correspondence that his pain at this point was worse than the pain he was experiencing before surgery. The implants were eventually removed and per patient report the pain is improved but the pain is not gone. I believe that the patient had pain from sources other than the si joint. The patient has a 30 plus year history of chronic pain. I believe that his pain is multifactorial. I do not believe that the ifuse implants or the surgical procedure to implant the ifuse implants were related to his pain complaints. Further investigation should be performed to attempt to verify the patient¿s claimed results of the metals testing of the explanted implants.¿